Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level was running low all day and they did not know why. They had a meal and suspended the insulin pump. The customer¿s blood glucose level was 55 mg/dl. They had been treating their low blood glucose with juice and food. Troubleshooting was performed. It was found that their basal rate setting was very high. The basal rate total was set to 192 units a day. The customer stated they had changed their own basal rate because their doctor did not want to change it. The basal rate was set to 8.00 units per hour. They were assisted with lowering the basal rate to 0.825 units per hour. The new basal total was 19.80 units a day. The device will not be returned for analysis.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.